Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The fse replaced aspirate probe peripump tubing and verified instrument hardware was performing within instrument specifications. Although the fse replaced some hardware components prior to returning the instrument back into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneously elevated accutni results, within the risk stratification range, were generated on an unicel dxc 600i synchron access clinical system for two patients. Repeat testing of the patient samples on another instrument produced lower results within the normal reference range for one patient and lower results still within the risk stratification range but outside of assay precision claims for the second patient. The initial erroneous accutni results associated with this event were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Unicel dxc 600i synchron access clinical system accutni quality control results were outside the customer's established ranges during the timeframe of the event and a system check performed on the day of the event failed to meet customer established specifications. No sample collection/handling information was provided by the customer.